Manufacturer narrative:
The account found the left head coiled cable was frayed. No further information is available on the repair of the bed at this time.

Event description:
The account alleged that bed had no power from the power supply board so they replaced the power supply board and alleged that they saw smoke coming from the power supply board and capacitor area. No injury reported.